Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Device memory contained no suspicious system errors or resets. The patient log section of the firmware download confirmed a telemetry session occurred on the same day the device was taken out of storage mode. At the end of the session log for that day, two scans were performed with no further telemetry sessions noted. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. The maximum pulse widths decreased as temperatures were increased. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit.

Event description:
This report is being submitted due to the completion of product evaluation.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
It was reported that prior to implant, interrogation of this device was successful. However, once the device was implanted, telemetry could no longer be established despite troubleshooting and the use of another programmer. A replacement device was implanted without further incident. No adverse patient effects were reported.